Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation and system air leak tests passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
On (B)(6) 2017 it was reported by the patients¿ contact this end stage renal disease (esrd) patient utilizing continuous cycler peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was draining slowly on the liberty cycler every night since they received the cycler about a month ago and as a result the patient reportedly gained 23 pounds of water weight, causing his ankles to swell. A follow up inquiry to the patients¿ pd nurse on (B)(6) 2017 confirmed the patient was retaining fluid leading to increased weight gain of about (B)(6) pounds and swelling in his ankles. However, the pd nurse confirmed the patient did not have fluid overload or hypervolemia. Of note in an effort to remove the extra fluid in addition to the ccpd therapy the patient had an in center hemodialysis (hd) therapy treatment once a week (duration unknown). The pd nurse stated that the patient had his pd catheter checked by the physician and it appeared fine. The patient was scheduled to have a peritoneal equilibration test (pet) test, a tool to evaluate the peritoneal membrane function. The pd nurse reported that the patient used 2.5% and 4.25% solutions. The patient has been on pd for about 15 months and then transitioned to hd (reason unknown), and on (B)(6) 2017 transitioned back to pd therapy (reason unknown). The patient did not require hospitalization and continued with pd therapy. The ccpd treatment history from (B)(6) 2017 and (B)(6) 2017 was reviewed for potential increased intraperitoneal volume (iipv). The 150% fill criterion was not exceeded and no drain volumes exceeded the criterion of 180% of the fill volume. All drain volumes met the minimum 70% fill volume criterion as well. It was confirmed that there was no iipv. Additional medical records were requested.

Manufacturer narrative:
Conclusion: there is a temporal relationship between the patients (B)(6) of weight gain, swelling of ankles and the liberty cycler. However, a possible causality cannot be determined based on lack of information provided. Including medical history, comorbidities, the results of the pet test and the etiology of patient transitioning between pd and hd therapy. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 it was reported by the patients' contact this end stage renal disease (esrd) patient utilizing continuous cycler peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was draining slowly on the liberty cycler every night since they received the cycler about a month ago and as a result the patient reportedly gained (B)(6) of water weight, causing his ankles to swell. A follow up inquiry to the patients' pd nurse on 06/27/2017 confirmed the patient was retaining fluid leading to increased weight gain of about (B)(6) and swelling in his ankles. However, the pd nurse confirmed the patient did not have fluid overload or hypervolemia. Of note in an effort to remove the extra fluid in addition to the ccpd therapy the patient had an in center hemodialysis (hd) therapy treatment once a week (duration unknown). The pd nurse stated that the patient had his pd catheter checked by the physician and it appeared fine. The patient was scheduled to have a peritoneal equilibration test (pet) test, a tool to evaluate the peritoneal membrane function. The pd nurse reported that the patient used 2.5% and 4.25% solutions. The patient has been on pd for about 15 months and then transitioned to hd (reason unknown), and on (B)(6) 2017 transitioned back to pd therapy (reason unknown). The patient did not require hospitalization and continued with pd therapy. The ccpd treatment history from (B)(6) 2017 was reviewed for potential increased intraperitoneal volume (iipv). The 150% fill criterion was not exceeded and no drain volumes exceeded the criterion of 180% of the fill volume. All drain volumes met the minimum 70% fill volume criterion as well. It was confirmed that there was no iipv. Additional medical records were requested.